Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings over 400 mg/dl for about two hours after a recent supply change while still connected to the ilet; a manual insulin injection of (B)(4) units was administered, and the user was instructed to disconnect from the ilet for two hours and then replace all infusion supplies with a new site in a different location. Symptoms included high blood glucose without acute complications. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included troubleshooting and education regarding disconnecting after a manual injection and replacing all infusion components and site. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction was identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.